Manufacturer narrative:
Concomitant medical products: 419478 lead, 694758 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the atrial channel at times, which appeared to be triggering atrial tachycardia/atrial fibrillation (at/af) events. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.